Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 07, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. The patient also alleged the heater on device not working, and thermal issue. There was no serious report of patient harm or injury the device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation, the manufacturer found an unknown dust contaminant on the top enclosure, front panel, blower box, blower cap, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. A heat test was performed on the device and heater plate to verify that the temperatures were within the threshold required. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation and unable to address the patient's symptoms. Sections h2, h3, h6 has been updated in this report.